Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training after a software update, the ilet displayed an alert requiring an ilet app update before cgm integration could be completed, despite the iphone running ios 17.4.1 with app version 13.1.3 and after a device reset and app reinstallation. Symptoms included no adverse clinical symptoms. Outcomes included no impact to blood glucose and no medical intervention or hospitalization. . Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.